Manufacturer narrative:
The customer reported a delay in availability of troponin testing due to insufficiency of local atellica im troponin I ultra (tni-ultra) reagent supply. There is no allegation of product malfunction, and no indication of adverse effects on patient treatment. As the customer's reagent supply was exhausted and immediate resupply was not available, the customer had to send samples to an external lab for troponin testing. The exact duration of the delay was not specified, but there is no report of effects on patient management or of patient diversion to alternate facilities. This event is being reported conservatively due to the potential risk associated with the lack of local troponin testing capability. No patient harm was reported, and no product malfunction was identified. No further action is required.

Event description:
A customer's on-hand atellica im troponin I ultra (tni-ultra) assay reagents reached their expiration dating before resupply was obtained. As a result, the customer reported a delay in the availability of troponin testing. There is no allegation of any effect on patient treatment, and no patient harm has been reported.